Event description:
It was reported that the wake button was delayed in responding to touch. Customer's blood glucose level ranged from 32.4 mg/dl to a value displayed as "high". The customer consumed carbohydrates to treat their low bg and administered a manual injection of insulin to address their elevated bg. Customer continued to use the pump for insulin therapy.